Event description:
It was reported that during the surgery the doctor found it difficult to tighten the screw. The doctor cut part of the screw, and it still couldn't be tightened. The screws and nuts were damaged. The doctor had to change to another screw to finish the surgery. The time of the operation was delayed more than 3 hours. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is returned on the set screws and is consistent with bolt/nut misalignment during construct assembly.